Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause as to why the root cause of the foreign material remained in the device was likely due to the device not being completely reprocessed. However, a definitive root cause could not be determined. Physical stress was likely the cause of the of the forceps channel port being deformed. However, a definitive root cause could not be determined. In addition, based on the results of the investigation, and because the phenomenon (connection for balloon fell out) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. As to foreign material remained in the actual device, remaining of foreign material may be prevented by following reprocessing procedure described in the "olympus bf-uc190f reprocessing manual" which is a reprocessing manual of bf-uc190f. The following description is below about balloon in the reprocessing procedure in "olympus bf-uc190f reprocessing manual". Based on the following description, it could be confirmed that "balloon needs to be detached during reprocessing". "Remove and discard the balloon as described in operation manual, ¿removal of the balloon¿, to ensure proper cleaning of the endoscope". As result of confirming contents of [olympus bf-uc190f operation manual] which is instruction manual about operation procedure of bf-uc190f regarding physical damage on the actual device, there were following descriptions. They may prevent from indicated phenomenon. "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the evis eus ultrasound bronchofibervideoscope connection for the balloon fell out. The issue occurred during device reprocessing. There were no reports of patient involvement.